Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that her son had experienced low and high blood glucose and the insulin pump had keypad anomaly. The customer¿s blood glucose level was 400 mg/dl and 45 mg/dl. The customer was treated with two packs gummies and bolus. The customer reported that the act and esc buttons were not working properly. The customer declined troubleshooting for high and low blood glucose. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons response due to unlocked connector at lcd board. Unable to perform self test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive buttons.